Event description:
Upon compounding an IV product in dose edge, the technician noticed a spot inside of the syringe. She immediately notified me and sent the syringe out of the room. The product is a clear 50 ml bd luer-lok. Manufacturer response for 50ml syringe, 50ml syringe (per site reporter). [Date redacted] sample acquired. [Date redacted] emailed productcomplaints@bd.com [date redacted] fedex trk# [tracking # redacted].